Event description:
It was reported that the patient had felt unwellness and was transferred to the hospital by ambulance on (B)(6) 2013. It was noted that the healthcare professional checked the status of the implantable neurostimulator (ins) with the clinician programmer, the screen displayed ¿please input serial identification (ID) of ins¿ at first and then it switched to default status in stimulation condition so a stimulation adjustment was conducted again. It was noted that the stimulation adjustment was achieved without accident and the patient went home. Two hours later, the same phenomenon occurred and the patient was transferred to the hospital again; the same treatment was performed as previously. Another two hours later, the same phenomenon occurred again and the patient was transferred to the hospital again by ambulance. Stimulation adjustment was conducted by inputting serial ID of ins. Patient was then hospitalized. On (B)(6) 2013 while hospitalized, it went to default status and the patient was now under consideration for replacement of the ins. Battery voltage was 3.71v and battery remaining. On (B)(6) 2013 the ins was replaced. Impedance measurements were done on the activa with results showing left side c<(>&<)>0 ~2<(>&<)>3 was average, 1500ohms and there was no problem with bipolar stimulation. The lead and adapter were working normally. It was noted that in spite of the same condition, the right side was working normally.

Manufacturer narrative:
Concomitant medical products: product ID 7426 lot# serial# (B)(4). Product type implantable neurostimulator. Analysis of the implantable neurostimulator found no anomaly.

Event description:
It was further clarified that the device had multiple pors (one upon the initial event and twice at home). It was also clarified that the patient was unable to move initially. The date of explant was noted to be 2013-(B)(6).

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient¿s original ambulance trip to the hospital was because ¿the patient developed immobility resulting from a deteriorated condition.¿ it was stated that when the patient¿s device reset as previously reported, a power on reset (por) occurred. It was noted the issue was a ¿moderate¿ health hazard to the patient. Please see manufacturer report #9614453-2013-02390 for information on the patient¿s other device system.

Manufacturer narrative:
Correction to serial. The analysis information for the last supplement referred to serial (B)(4). However, this was incorrect. Analysis for this MFR was performed on serial (B)(4). Analysis for serial (B)(4) is under MFR 9614453-2013-02390.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.